Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. (B)(6).

Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, the trocar was leaking at the seal, there was some torque applied. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.